Event description:
The customer reported that the capacitor of the heartstart xl made a noise while charging. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.